Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, after short time of use surgeon noticed that white patch was loose from shears. Vision was good during the use of device and there were no metal clips in use which could have been between jaws during activation of device. Operating surgeon was able to pick up the tissue pad from abdominal cavity. Procedure prolonged 5 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. Loose tissue pad will be returned with the shears.